Event description:
While undergoing an arthroscopy of the left ankle and left heel injection, a very tiny ball on the tip of an arthro wand fell off into the patient's ankle. The surgeon was unable to retrieve the ball.